Manufacturer narrative:
Items returned for evaluation: pusher; implant. Items not returned for evaluation: introducer; dispenser hoop; shrink lock; microcatheter; v-grip. The visual analysis of the returned items found the implant coil to be kinked and deformed but still attached to the pusher. The pusher body coil was found to be stretched and broken at the transition area. The investigation of the returned coil system found the implant coil kinked and deformed, but still attached to the pusher. However, the pusher body coil was found stretched and broken at the transition area, which is consistent with the alleged product issue. The broken condition of the pusher is consistent with the device experiencing excessive force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The col breakage ¿ separation and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported during an aneurysm coiling, the coil was safely put in the aneurysm, but the position is not firm enough. The doctor pulled the coil back into the microcatheter and attempted to reposition. The coil broke while still inside the microcatheter. There was no reported intervention, and the procedure was successfully completed using another coil. The patient status noted as good.